Event description:
The patient reported their pocket site never fully healed. On (B)(6) 2026, the wound was cultured in the office and antibiotics were prescribed. The cultures of the wound were positive for e. Coli and proteus. On (B)(6) 2026, the patient underwent surgical debridement in the operating room and the wound was closed. As of (B)(6) 2026, the patient is continuing to heal and is seeing a wound care specialist for ongoing care.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device after the expiration date, not prepping the surface of the skin with an antiseptic solution, improperly closing the surgical site, multiple tunneling attempts, using incorrect tools, and not using antibiotics pre-operatively have been ruled out. Additionally, the patient touching or picking at the wound has been ruled out. However, the patient is a poor surgical risk as they have diabetes. In addition, a surgical issue was identified as the incision site was not irrigated with an antibiotic solution before closure. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the pocket site never fully healing is attributed to two identified root causes: -patient is a poor candidate due to health, weight, age, or mental capacity as the patient has diabetes (user error-clinician). -surgical issue as the incision site was not irrigated with an antibiotic solution before closure (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.